Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The reporter's meter was provided for investigation and upon initial investigation of the meter, the meter could not be powered on due to corrosion. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that her coaguchek xs meter serial number (B)(4) was beeping. The display showed "rrr" and "jjj" was also visible in the upper right corner. A display check was performed and the meter beeped three times slowly and there was an "rrr" in the middle of the screen. The results field of the display had missing segments.